Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) delivered a monophasic pulse during testing..

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor delivered a monophasic pulse during testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the pulse wires within the belt receptacle were pinched and the white wire was cut. The cause of the failure was damaged wires. The root cause of the damaged wires was physical abuse. No adverse event resulted from the defective monitor.